Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 7-mar-2023. Bd received 200 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for cap separation with the incident lot was observed in one of the samples. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of cap separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cap separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd microtainer® contact-activated lancet the protective cap came off leaving the needle/blade exposed. The following information was provided by the initial reporter. The customer stated: "the top part of the product was found to be separated before use (this was registered as cap separation).".

Event description:
It was reported when using the bd microtainer® contact-activated lancet the protective cap came off leaving the needle/blade exposed. The following information was provided by the initial reporter. The customer stated: "the top part of the product was found to be separated before use (this was registered as cap separation)."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is htl. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.